Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1, (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was exercised for 24 hours on a 1 unit per hour basal rate, no power loss or rebooting was duplicated. Pump was tested on a 29 hour flow test and was found to be delivering accurately. There was no evidence of insulin delivery malfunctions found in the pump history related to possible x-ray exposure. The battery compartment and cap are intact, battery is able to fully tighten until o-ring is seated and the cap is flush with the pump case. Due to the unconfirmed cartridge alarm the battery voltage depleted resulting in a reboot condition and power loss. There was no defect found.

Event description:
The pump reportedly would not power on. Troubleshooting was performed with animas customer support; however, the power issue was not resolved. There was no adverse event associated with this complaint. A replacement pump was sent to the patient.